Event description:
A needle attached to a 50cc syringe punctured the bottom front side of a chg 4892 chemotherapy waste container and stuck an intravenous team nurse. The contents of the container included intravenous bags and tubing. It is unknown how full the container was. She rec'd a hepatitis b vaccine booster.